Event description:
Catheter failed and cuff detached in patient.

Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. The evaluation of the returned sample is still ongoing at the vendor. A follow up report will be submitted once the evaluation by vendor has been completed; however a corrective action has been opened to address this type of complaint. Based on information obtained through the corrective action it appears as if the cause of the complaint is a manufacturing error. The following information is listed in the instructions for use to help prevent catheters falling out: catheter must be secured/sutured for entire duration of implantation. Cut sutures from suture wing. Follow hospital protocol for removal of skin sutures. Free cuff from surrounding tissue. This type of complaint will continue to be monitored for trends.